Event description:
The reporter indicated that when the two devices (pacemaker and defibrillator) were implanted, they were placed in the same pocket. The pacer was placed as lateral as possible and the defibrillator was placed inthe anteroir chest and was left disabled. The next day, while attempting to inquire the pacemaker, the programmer kept inquiring the defibrillator instead. The pacer was finally inquired when the programmer's wand was placed laterally under the patient's armpit.